Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08228. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was advanced. A 27mm watchman ® laa closure device was then deployed and was too proximal so a full recapture was performed. Then a 24mm watchman ® laa closure device was deployed, but had zero compression so the closure device was fully recaptured. This 27mm watchman ® laa closure device was deployed. The closure device did not meet pass criteria due to low compression and a partial recapture was performed. However, anchor resistance was met while attempting to recapture the device. The physician experienced difficulty performing a completed recapture. There was a lot of resistance due to the shoulders failing to collapse and the delivery system was observed to be buckled along the distal shaft. When the delivery system was finally removed from the patient, we saw that the anchor had become caught against the tricut fold at the distal end of the delivery system. A new anterior curve was advanced and 27mm and 30mm closure devices were attempted to be deployed; however' they were too proximal and a full recapture was performed. The procedure was aborted without implanting a closure device due to inability to fulfill the release criteria. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the returned product consisted of a watchman delivery system (wds). The sheath, tip, implant and core wire were microscopically examined. There was blood present on the outside and inside of the device. There were numerous kinks throughout the sheath of the device. The sheath was damaged with scratches in the inside of the device from the anchors with an anchor protruding through the shaft. The sheath and markerband were flattened with the tip damaged/cut from the anchors. The implant could not be deployed and measured due to the anchor protruding through the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08228. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was advanced. A 27mm watchman ® laa closure device was then deployed and was too proximal so a full recapture was performed. Then a 24mm watchman ® laa closure device was deployed, but had zero compression so the closure device was fully recaptured. This 27mm watchman ® laa closure device was deployed. The closure device did not meet pass criteria due to low compression and a partial recapture was performed. However, anchor resistance was met while attempting to recapture the device. The physician experienced difficulty performing a completed recapture. There was a lot of resistance due to the shoulders failing to collapse and the delivery system was observed to be buckled along the distal shaft. When the delivery system was finally removed from the patient, we saw that the anchor had become caught against the tricut fold at the distal end of the delivery system. A new anterior curve was advanced and 27mm and 30mm closure devices were attempted to be deployed; however' they were too proximal and a full recapture was performed. The procedure was aborted without implanting a closure device due to inability to fulfill the release criteria. No patient complications were reported and the patient's status is stable.